Manufacturer narrative:
Exact date unknown, explant date was used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: (B)(4). Model: sc-8336-50. Serial: (B)(4). Batch: 7073588.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The explanted devices will not be returned as it was kept by the facility.